Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-03294. The pt rec'd two scs leads with different lot numbers. It was reported the pt's scs sys was replaced due to loss of stimulation. It was also reported the replaced scs leads had invalid impedance values prior to explant. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.